Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was reported as no injury to the patient. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during the flushing of the main body delivery system, the physician felt some difficulty to inject the flushing solution due to high resistance. The main body delivery system was inserted over the guide wire and positioned correctly with the radio opaque (ro) markers just above the renal arteries. After orientation of the ro markers, the physician started to pull back on the introducer, but encountered high resistance and was able to pull the introducer back three (3) cm which is to the middle of the proximal crown and the introducer could not be pulled back any further. The physician decided to remove the catheter out of the patient for inspection; however, there was no damage noted. The physician flushed the device on the back table and then tried to gently pull back, but was not able to do so. The decision was made not to re-insert the delivery system and a new alto main body was used to complete the procedure. No patient injury was reported. Based on a similar event(s) with the same failure mode occurring within the last two (2) years that did cause or contribute to death or serious injury of the patient and/or user, the device to this event could have contributed to a death or serious injury, and therefore this event is reportable.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.